Manufacturer narrative:
The technician replaced the head hi/low up and down valves due to contamination on the valves.

Event description:
Information received indicates the head hi/low function is drifting.